Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out due to eri, insulation damaged was observed. The lead was repaired and remains implanted. Patient condition was good after the event.